Manufacturer narrative:
Results - (other): visual inspection of the returned product found the optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens, but the haptic broke. The lens was removed with no pt injury, no enlarged incision or sutures.